Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The patient felt dizziness. The noise could be reproduced during provocative testing. Lead revision was anticipated to resolve the event. The patient was in stable condition and there were no adverse consequences.